Manufacturer narrative:
H.6. Investigation: two loose needles were received and evaluated. It was appeared there was dried clear fluid attached to the hub. It was observed in each sample, there was a small puncture in the side of the hub opposite of the molding gate mark. The damage was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause, damaged was induced at the assembly line. No corrective actions are necessary based on the defective rate identified. Batch 8285569 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd 1ml tb syringe slip tip had a small hole in the side of the needle hub. This was discovered during use. The following information was provided by the initial reporter: material no: 309623, batch no: 82855569. It was reported that there was a small hole in the side of the plastic on the needle hub which resulted in the hormone to spray out during injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml tb syringe slip tip had a small hole in the side of the needle hub. This was discovered during use. The following information was provided by the initial reporter: material no: 309623 batch no: 82855569. It was reported that there was a small hole in the side of the plastic on the needle hub which resulted in the hormone to spray out during injection.